Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired, and cause of death was listed as septic shock, hypertension, and ventricular fibrillation. No additional information could be obtained through follow-up with the clinic.